Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was unknown if the patient was hospitalized for the event. The cause was unknown. One day after the event onset, the patient was treated with an injection vancomycin (1 gram every fifth day, route not reported) and an injection fortum (1 gram, once per day, route not reported). At time of this report, it was unknown if the patient had recovered from the event. The action taken with dianeal therapy was not reported. No additional information is available.